Event description:
It was reported that prior to starting a da vinci si surgical procedure the prograsp forceps instrument was noted to have wires exposed at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument had a frayed cable at distal idler pulley. The frayed cable section was approximately 0.05 in length. No damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.